Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified artery below the knee. A 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres in 20 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.